Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of a nexgen knee system component, due to pain. It is reported by the patient's counsel that the patient also received a tka and tm monoblock implant on (B)(6) 2006. It is unknown at this time if the patient was revised.